Event description:
A surgeon reported that while using colink bone graft harvester in the distal tibia, that overheating occurred when crossing the cortical bone. This lead to bone samples with a "burnt" appeareance. Additional bone samples were harvested from the same location without any issues. The surgeon stated that post-opeative skin burn was also noted under the first dressing with an infection. It was noted during follow-up that the surgeon did use irrigation while harvesting, but the surgeon believed he did not have enough irrigation which could have explained part of the burning. The surgeon performed a surgical curettage, pyostacine treatment, and augmentin for the wound infection. A crack was later observed on the tibial bone 2-months post-op with bone edema on the MRI. 3-months post-op, the orifice which had the initial infection was not completely closed, but was reportedly progressing well. The patient also had less tibial pain during the 3-month post-op follow-up. A review of the manufacturing records for the device confirmed that the device was manufactured to specifications, cleaned according to the validated procedures, and was appropriately sterilized during manufacturing.